Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) stopped pacing. It was noted that the lower case was broken and the main seal was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) stopped pacing. It was also noted that the epg did not function properly after the battery was changed and that the preventive maintenance was normal the epg was returned for repair and for test and calibration. No patient complications have been reported as a result of this event.